Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 rtg0036160, rtg0036137, rtg0036153, rtg0036157, rpl 265622 (con, rpl): information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had her implantable neurostimulator (ins) moved on march 16th by her healthcare professional (hcp) because it was too close to the surface. She could feel the ins, toggle it, and the ins would catch on things, which would hurt. A couple weeks after the surgery, around (B)(6), the controller showed no device found when she tries to find the ins and place the recharger over to charge. In addition, 2 weeks ago when the patient triedto charge, the controller was stuck on the screen with the circle going around and wouldn't get past it. She got the dot going around superfast such as it was shutting out. After pressing recharge, the patient described seeing passive recharge mode screens. The last time she was able to charge her ins was when she came home from her surgery. Troubleshooting during the report eventually enabled the patient to recharge at excellent quality. Furthermore the patient noticed there was green stuff on the connections of the lithium battery. The battery was corroded. She did not think the connection of the controller battery compartment was corroded. A replacement lithium battery was sent to the patient. There were no further complications or anticipations reported with this event.